Manufacturer narrative:
Concomitant medical products: 8110; 8015; sec tubing; ext tubing; mz1000-07; syringe; therapy date (B)(6) 2018. The customer¿s report of a leak at the filter was confirmed. Initial inspection showed no anomalies. Functional testing resulted in leaking at the engagement between the filter outlet and the tubing. Closer inspection of the engagement under magnification showed no damages or tool marks. Insufficient solvent was observed at the engagement. The tubing measured within specification. The cause of the leak is insufficient solvent application during manufacturing.

Event description:
The customer reported that at 2246 the mother of the baby reported a leak on the baby's blanket. Upon examination the nurse noted that the filter part of the medication line was leaking. An unspecified medication had been given at 2201, and a flush was infusing when the leak was noted. The nurse stopped the infusion and removed the filter, reattached a new medication line, and reordered new medication from the pharmacy. There was no report of patient harm. The sample received was labeled "tpn running."